Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2019 the patient was having a spinal cord stimulation system implanted. During the procedure, the patient¿s pump catheter was cut. The spinal incision for the spinal cord stimulator filled up with csf (cerebrospinal fluid) so the catheter was tied off. Explant of the cut catheter was planned at a later date. It was noted that the patient was in the process of weaning off the pump for explant, so the patient was going to be given oral medications until the explant took place. No patient symptoms were reported. Issue resolution and patient status were unknown at the time of the report. No further complications were reported/anticipated.